Event description:
Information received by medtronic indicated that the insulin pump showed pump errors. Customer was able to clear the alarms and complete insulin pump rewind. Customer performed self test and insulin pump passed self test. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. The insulin pump was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test p-cap, reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test at 0.08695 inches. No unexpected pump error alarm noted during the testing. The insulin pump history file, traces download was successful using thus. There was no insulin pump error alarm recorded in the formatted history file on the event date: (B)(6) 2021. However, insulin pump error alarm was recorded and found in the downloaded history files on (B)(6) 2021 12:55:55.000 alarm alert notification and (B)(6) 2021 12:55:55.000 alarm alert notification, problem isolated on the motor assembly. No pump error alarms on the downloaded history file noted. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The force sensor zero offset measured (23.5 mv) and within spec range. The motor was tested outside of the device and passed.